Manufacturer narrative:
Troubleshooting of the AED with the customer identified that both the AED had a reported service code and was also reporting a "replace battery pack now warning. Although requested, the log files from the device have not been provided and the cause of the complaint is not known. Should additional information become available, a follow-up MDR shall be submitted.

Event description:
A customer reported that their AED's asi is blank. They reported that this did not occur during patient use.

Manufacturer narrative:
Analysis of the battery pack from the AED identified that the customer was performing excessive self-testing of the AED which reduced the battery life expectancy.